Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that the device was interrogated with a programmer and no anomalies were noted. The root cause of the syncope was determined to be related to orthostatic problems.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that the patient implanted with this pacemaker experienced a syncopal episode while walking outside and fell and hit their head. Boston scientific technical services (ts) referred the patient to their physician for a device check. No additional adverse patient effects were reported. This product remains implanted and in service.